Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed the displacement test, sleep current measurement and active current measurement. Pump failed self test due to pump error 63. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. The history download confirmed pump error 63 (variable = 3, file= 37 and line=367) during testing. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue due to the ambient light failure. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Found dried insulin on motor slide. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: stained keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for battery cap contact damage and battery not lasting were not confirmed. All contact dots and metal stake for the battery cap were received during visual inspection. Pump error 63 was confirmed due to hardware issue. Exposed to moisture found on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump battery lasts less than expected, and battery cap contacts were damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.